Event description:
It was reported that the patient was hypotensive and experienced bradycardia. It was also reported that the right atrial (ra) lead exhibited oversensing on the current electrograms (egm). The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 383069 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.